Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. The index procedure was a staged procedure to the left anterior descending artery and the ramus. The patient underwent deployment of two drug eluting stents in the ramus and one drug eluting stent in the distal lad (devices listed as 3.5x8mm promus, 2.5x12mm promus, 2.25x32mm taxus liberte). Post-procedure residual stenosis in both lesions was 0% with timi 3 flow. Following the procedure the patient received a peri-procedural loading dose of clopidogrel 600 mg and began aspirin 325 mg dosing. The following day the patient the patient began clopidogrel 75 mg dosing. One day post index procedure, the patient was discharged. In (B)(6) 2010, the patient presented with angina. Repeat angiography revealed non-target revascularization of the ramus and left anterior descending artery. The event was resolved. The patient was discharged 15 days post index procedure in stable condition.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).